Manufacturer narrative:
A review of tickets determined normal complaint activity for lot 04272ui00, and no trends were identified for the product for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of lot 04272ui00 and all validity and acceptance criteria set out in this protocol were met. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I tsh reagent, lot 04272ui00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely depressed alinity I tsh results on one patient. The results provided were: on (B)(6) 2020 sid e1g2321ms = 0.042uui/ml/new sample on same patient tested on a different alinity analyzer on 25jan2020 tsh= 1.47, ft4=1.05, ft3 = 2.73, anti-tg= 3.0. There was no reported impact to patient management.